Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) appears to be related to user technique/procedural conditions associated with attempting to place the clip at various positions in to reduce the tricuspid regurgitation. Foreign body in patient and unspecified tissue injury, resulting in unchanged tricuspid valve insufficiency/regurgitation appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and unable to be removed during attempts to remove the clip from the anatomy. Tricuspid regurgitation and tissue damage/injury are known possible complications associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) and a restricted posterior leaflet for a triclip procedure. The first triclip was implanted without issues on central anterior and septal leaflets (a/s). There was an attempt to place the second clip on central a/s and various positions on the posterior and septal leaflets, but tr reduction was not achieved. In this process the clip became entangled in the chordae, and a rupture of one chorda resulted in an increase of the tr to baseline. Standard troubleshooting was performed to release the clip from the chordae, but it was unable to be freed. The clip was implanted on the posterior leaflet with some chordae attached. The tr remained at grade 4. Due to the thin and fragile leaflets, it was decided to discontinue the procedure. That patient was stable and there was no clinically significant delay.